Event description:
Home pt (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of hp's homechoice (hc) machine during drain 1/3 of hp's automated peritoneal dialysis (apd) therapy. Reportedly, hp disconnected hp's transfer set from the patient line of the hc set during a drain phase without pausing apd therapy. When hp returned, hp reconnected hp's transfer set to the patient line of the hc set and received the system error message shortly after the reconnection was made. Tsc assisted hp in ending apd therapy early. Per hp's rn, no pt injury or medical interventioin was with this incident.